Event description:
Reportedly, the bag fell off the ring before being deployed. No further details were provided. There was no report of ill-effects to the patient. The sample was not saved for return to the manufacturer.